Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral and IV antibiotics (date not reported). The implanted device remains.